Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedance and was fractured. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1200; serial number: (B)(4), batch/lot number : 354352, model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patients lead had high impedance and was fractured. The patient underwent a revision procedure wherein the ipg and lead were replaced.